Manufacturer narrative:
Siemens filed an initial MDR on 14-nov-2019. Additional information (11-dec-2019): siemens determined that at the time of the event there were several instrument messages such as module not ready, wheel moved, and segment aborted were noticed after the discrepant sample result was obtained. All calibrations and quality control (qc) were within acceptable limits. No additional date was provided and based on the information available the cause of the discordant sample is unknown. A potential product problem was not identified. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant cardiac troponin I (ctni) patient result obtained on a dimension exl 200 instrument. Siemens is investigating.

Event description:
A discordant, falsely high cardiac troponin I (ctni) patient sample was obtained on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The customer performed repeat testing of the same patient sample on the same dimension exl 200 instrument, resulting lower. The lower repeat result was reported as the correct result to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant, falsely high cardiac troponin I (ctni) result.